Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and this complaint is assessed as not related to sterilization. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device broke during insertion; device was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior cervical interbody fusion (acif) surgery at c6-7, on (B)(6) 2015 and during the procedure the zero p va implant broke. The implant broke during the insertion process and it broke where the implant attaches from the peak to the implant. Another implant was available and the surgeon successfully completed the case although there was a delay 3 minute delay. There was no patient harm reported. It was reported that the implant was part of an evaluation set. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the design of this device is adequate for its intended use. The reported complaint condition is similar to that which was once reported during which the cervical pd engineer stated the following: ¿the implant is designed to have a semi-rigid connection between the interbody plate and spacer. The intent for this design was to decouple the interbody plate from the spacer, so the interbody plate could perform similar to an anterior interbody plate, and the spacer could perform similar to an interbody spacer. This ¿decoupled" design scheme is meant to minimize the stress between the interbody plate and spacer. Thus, the interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. In addition, the hole prep and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the interbody plate to separate from the spacer. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.